Event description:
It was reported that a smiths medical pump failed accuracy test. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels missing and housing was damaged. During functional check, the reported complaint was unable to be confirmed. However, delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of plus or minus 3 percent but within the published specification of plus or minus 6 percent. Pump ran 2min 35 sec, pump alarmed over 2min 30 sec. Stop watch e6721 used, test passed. Issue could not be duplicated; root cause is unknown. The pumps expulsor will be replaced as a preventive measure.

Event description:
Per the attached in this complaint received 05-jan-2022: this was found during testing ? No patient incident.